Manufacturer narrative:
Due to characterization limit - e1. Event site name and address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that immediately after insertion of transray plus 35cc (iab) there was abnormal waveform was observed and a flow limit alarm was triggered by the iabp system. Fluoroscopic imaging revealed that the catheter had migrated distally toward the abdominal aorta. Multiple attempts were made to reposition the catheter proximally. However, each attempt resulted in recurrent downward migration and the desired position could not be maintained. No adverse patient effects or injuries were reported.